Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), after 10 year of being implanted, the battery started depletion too fast. During a follow up, battery remaining capacity indicated years and after some months, the remaining capacity downgraded to months. It was decided to explant the device. No additional patient effect were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), after 10 year of being implanted, the battery started depletion too fast. During a follow up, battery remaining capacity indicated years and after some months, the remaining capacity downgraded to months. It was decided to explant the device. No additional patient effect were reported . Additional information was received which indicated that this device exhibited a code 1003. The device was received for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory remained sufficient to ensure therapy availability/delivery while the device was implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior. If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event stating that the patient had a surgical procedure.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), after 10 year of being implanted, the battery started depletion too fast. During a follow up, battery remaining capacity indicated years and after some months, the remaining capacity downgraded to months. It was decided to explant the device. No additional patient effect were reported. Additional information was received which indicated that this device exhibited a code 1003. The device is expected to be return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event stating that the patient had a surgical procedure.